Event description:
Customer reportedly rec'd results of 345 mg/dl and 101 mg/dl within 10 mins on the same device. No high blood symptoms reported. No actions taken based on the device results. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.